Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device separator was damaged and could not be used. The following information was provided by the initial reporter, translated from chinese: "after opening the needle-free closed infusion connector of the separator, it was found that the separator was deformed and could not be used, so it was replaced."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device separator was damaged and could not be used. The following information was provided by the initial reporter, translated from chinese: "after opening the needle-free closed infusion connector of the separator, it was found that the separator was deformed and could not be used, so it was replaced."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.